Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
A company representative reported that during a case, a drill bit caused burns to the patient's bone when used with a micro drill running at 40,000 rpm's. Also, the drill bit became black at the top after use. The surgeon switched out the drill bit and the case was completed without further drill bit issues.

Manufacturer narrative:
The reported event ¿that the drill bit kept burning the bone and was black at the top after ¿could be confirmed. The visual inspection revealed a black and heavily, plastically deformed / damaged tip of the returned drill resulting from the use of the drill with a too high revolution speed in combination with a collision and / or friction on a metal object ¿ definitive no bone. Due to the excessive friction with a metal object the tip area of the drill heated up and subsequently caused a material bulging / melting of the tip of the drill. According to the IFU twist drills are designed and indicated for use at low speed (less than 1,000 rpm). Operation at higher speeds may result in failure of the twist drill and potential injury to the user, patient, or third parties. Based on the investigation and based on the reported event the root cause was attributed to an inappropriate user handling. The drill was damaged caused by a too high revolution speed of 40000rpm ¿ as reported in combination with a collision and friction on a metal object. Indications for any material, manufacturing or design related issues were not found in the investigation.

Event description:
A company representative reported that during a case, a drill bit caused burns to the patient's bone when used with a micro drill running at 40,000 rpm's. Also, the drill bit became black at the top after use. The surgeon switched out the drill bit and the case was completed without further drill bit issues.